Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device stopped firing, jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 3 clip conforming and 1 malformed clip, due to bypass issues. In addition, the orange indicator was beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.